Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhage, blood loss with sequelae, embolus, stroke and death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during thrombectomy of a clot located on the m1 portion of the left middle cerebral artery (mca) with the subject stent retriever, a piece of the clot migrated to the m2 portion. The piece of clot was retrieved with a stent retriever and full reperfusion was achieved with a thrombolysis in cerebral infarction (tici) score of 3. Within 24 hours after the procedure, reperfusion injury occurred that led to hemorrhagic infarction in the treated area. Medical procedure was performed but no details were reported. The patient died 3 days after the procedure. In the physician's opinion, the hemorrhage and subsequent death were related to the procedure but not to the subject device.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during thrombectomy of a clot located on the m1 portion of the left middle cerebral artery (mca) with the subject stent retriever, a piece of the clot migrated to the m2 portion. The piece of clot was retrieved with a stent retriever and full reperfusion was achieved with a thrombolysis in cerebral infarction (tici) score of 3. Within 24 hours after the procedure, reperfusion injury occurred that led to hemorrhagic infarction in the treated area. Medical procedure was performed but no details were reported. The patient died 3 days after the procedure. In the physician's opinion, the hemorrhage and subsequent death were related to the procedure but not to the subject device.